Event description:
It was reported that the patient's device could not be read. The pacemaker's ram memory indicated a flipped bit. Due to the flipped bit, the pacemaker performed a power on reset (por) and did not restore the device. The device was reprogrammed and remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.